Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, weight increased, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm and visual impairment outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, fallopian tube perforation, breakage, psych injury, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge, pelvic pain. Date of essure insertion and confirmation both are same - (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device breakage ('breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 (B)(6)1996,(B)(6)2005). Concurrent conditions included allergic rhinitis, tachycardia, hypertension, gastric ulcer, irritable bowel syndrome, hemorrhoids and mondor's disease. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2009, the patient experienced fatigue ("fatigue"). In (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / excessive bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods),"), abdominal pain ("abdominal pain / right abdominal side pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain") and nausea ("nausea") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device breakage, dysmenorrhoea, weight increased, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, visual impairment and vaginal haemorrhage outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, fatigue, abdominal pain lower and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, fallopian tube perforation, breakage, psych injury, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge, pelvic pain. Date of essure insertion and confirmation both are same - (B)(6)2006. Date(s) of insertion: (B)(6)2005 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2005: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received. Concomitant condition added. Event¿s : abnormal bleeding (vaginal), lower abdominal pain, nausea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device breakage ('breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 ((B)(6) 1996, (B)(6) 2005). Concurrent conditions included allergic rhinitis, tachycardia, hypertension, gastric ulcer, irritable bowel syndrome, hemorrhoids and mondor's disease. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / excessive bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods),"), abdominal pain ("abdominal pain / right abdominal side pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain") and nausea ("nausea") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, dysmenorrhoea, weight increased, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, visual impairment and vaginal haemorrhage outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, fatigue, abdominal pain lower and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, fallopian tube perforation, breakage, psych injury, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge, pelvic pain. Date of essure insertion and confirmation both are same - (B)(6) 2006. Date(s) of insertion: (B)(6) 2005 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods),"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, weight increased, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal discharge, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm and visual impairment outcome was unknown and the genital haemorrhage, menorrhagia, metrorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, neoplasm, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ dysmenorrhea (cramping), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, fallopian tube perforation, breakage, psych injury, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge, pelvic pain. Date of essure insertion and confirmation both are same (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event of injury was updated to pelvic pain. New events added dysmenorrhea (cramping), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, fallopian tube perforation, breakage, psych injury, bladder problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, tumors, vision problems, weight gain patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.